Event description:
It was reported that "incorrect flow rate was noted during use. The kit was connected to the patient in an operation room. After the operation, the patient was moved to gicu for monitoring. The saline bag was exchanged to a new one (containing 500ml of saline) since the remaining amount of saline was little. At that time, it could not be determined whether the flow rate was high or not since it could not be confirmed how much saline was flushed during the operation.

Manufacturer narrative:
The reported event of "incorrect flow rate" was confirmed. The flow rate was measured 11.0 ml/hour which exceeded specification of 2-4 ml/hour per edwards IFU. There was no leakage detected from the kit during leak testing. However, the silicone or silastic housing of the merit flush device appeared slanted. It appeared that the bottom of the silicone housing was not inserted completely into the plastic frame of the flush device and created a slanted condition and this affected the flow rate. The complaint was related to a manufacturing non-conformance of the merit supplied device. Root cause analysis has been requested of the supplier and corrective actions will be applied to the end of the investigation. Lot or serial number was not provided; therefore review of the manufacturing records could not be completed.